Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The clinician reported that the remote monitor was unable to establish telemetry with the implanted device. The monitor had previously transmitted successfully. Replacement of the monitor is pending . No patient complications have been reported as a result of this event.